Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient's pump was removed "several years ago" and that the only problem was that "one of the pipes wasn't connected correctly." It was noted that the doctor took out the pump and didn't tell the family that they were going to do so. No symptoms were reported. It was stated that the patient had cerebral palsy. It was indicated that the consumer was attempting to find a new healthcare professional (hcp) to manage a pump as the patient wanted to get a new one placed. Physician listings were requested. No further complications were reported or anticipated.